Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Patient was revised due to pain, srom stem was explanted . Stem partially broke during explant. There was a loosening reported in femoral stem at bone to implant interface. There was no surgical delay. Doi: (B)(6), 2009 dor: (d)(6), 2023 affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary <<patient was revised due to pain, srom stem was explanted . Stem partially broke during explant. There was a loosening reported in femoral stem at bone to implant interface.\ doi: (B)(6) 2009. Dor: (B)(6) 2023. Affected side: left hip. There was no surgical delay. The product was not returned to depuy synthes, however photos were provided for review. See attachment (B)(4).device photo ad(B)(6) 2023 (1), (B)(4). Device photo ad (B)(6)2023 (2), (B)(4). X-ray film ad (B)(6) 2023]. The x-ray investigation revealed that the unk hip femoral stem srom does not have signs of damage, however the photo showed the implant fractured, based on the investigation it is suspected that the fractured occurred during the explantation process, a root case cannot be determined. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection not completed. The overall complaint was confirmed as the observed condition of the unk hip femoral stem srom would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (b0907) provided is not a valid finished goods lot#.